Event description:
It was reported the patient¿s implantable neurostimulator (ins) had turned off twice, due to unknown reasons. It was stated the ins had first turned off on 2013-(B)(6) and was turned back on by the patient¿s physician. ¿everything was well¿ for the patient following turning the ins back on. However, the patient¿s ins turned off again on 2015-(B)(6) and was turned back on by the patient¿s physician on the day of report. The patient had experienced ¿less than 50% therapy relief¿ associated with the event and was reprogrammed as a result of the event. It was noted that an electromagnetic interference (emi) issue had occurred, however no further information was provided. The issue was reportedly resolved at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4)